Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had a loose lead. Attempts to obtain additional information were unsuccessful. All available information suggests that this lead remains in service. No adverse patient effects were reported.